Event description:
Boston scientific crm received information that during a follow-up procedure, this right ventricular (rv) lead exhibited a decrease in r wave amplitude to 3 mv, and a decrease in pacing impedance from 600 ohms at implant to 200 ohms. The physician took an x-ray, and observed this rv lead had dislodged. The physician performed a lead revision, and all measurements were within normal range. There were no adverse patient effects reported, and there were no allegations against this lead.

Manufacturer narrative:
This rv lead remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time, there is no additional information. Should additional information become available, this report will be updated.